Manufacturer narrative:
(B)(4). Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
The patient was implanted with a xience xpedition drug eluting stent (des) on (B)(6) 2014. Since that time the patient has lost a lot of weight and has several other side effects. The patient is still waiting for other tests to come back, but most tests are coming back negative or good. No additional information was provided.